Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535 - 2017 - 01025, 3002806535 - 2017 - 01026, 3002806535 - 2017 - 01027. Concomitant product(s): a 159531 oxf uni tib tray sz aa lm PMA lot 450740. A 159541 oxf anat brg lt sm size 4 PMA lot 556260. A 161468 oxf twin-peg cmntd fem sm PMA lot 681240. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.